Event description:
Procedure type: nissen. According to the reporter: surgeon closed endo stitch and opened it to pull through the tissue and the suture broke, leaving the needle in the tissue. Fragment (needle) fell into the pt's cavity and device fragment (needle) was left in the pt. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).